Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was confirmed due to photos were received, which show the central screw as well as some, if not all, of the peripheral screws exhibit fractures of the tip. Device history record (DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-01225, MFR#0001825034-2018-01231, MFR#0001825034-2018-01232, MFR#0001825034-2018-01233. Concomitant products: comprehensive reverse shoulder central screw pn115399 ln682920; comprehensive reverse shoulder fixed locking screw pn180556 ln704670; comprehensive reverse shoulder fixed locking screw pn180553 ln152420; comprehensive reverse shoulder fixed locking screw pn180555 ln028220. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not allow for product return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial reverse shoulder arthroplasty. Subsequently, the patient underwent revision surgery 8 months later due to fractured screws.